Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mbf instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe), and the following additional information was provided: it looks like there is thermal damage to the bipolar yaw pulley between the grips.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, sparks were observed when the maryland bipolar forceps (mbf) instrument was energized. The customer reported iron powder adhered to the jaws after the sparks. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no issue. Arcing event was observed during tissue dissection. Force triad with settings bipolar macro 60 w was used when the arcing issue occurred. The instrument was connected properly. Fenestrated bipolar forceps (fbf) and tip-up fenestrated grasper (tufg) instruments were used with the mbf instrument when the issue occurred. The instrument did not touch any staples, clips or sutures while energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The mbf instrument was possibly in contact with the tissue when arcing event occurred. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grip cable and the conductor wire. The instrument passed the electrical continuity test in both grips.

Event description:
Refer to h10/h11 for follow-up information.